Manufacturer narrative:
Philips was not provided with repair data.

Event description:
The customer reported when the ventilator was plugged in, it started sparking. The customer reported patient involvement with no harm to the patient.